Manufacturer narrative:
(B)(4).

Event description:
It was reported that a pairing failed occurred. Data was provided for investigation and the allegation was not confirmed. The product was evaluated. An external visual inspection was performed and passed. Voltage testing was performed and failed. No pairing failed found in the log within the investigation window for this transmitter, 41nlmd. The customer complaint was not confirmed because there was no indication of a transmitter pairing failure for this transmitters. The complaint was not confirmed. However, a reportable finding of a failed transmitter was observed for the alleged device. The root cause could not be determined. No injury or medical intervention was reported.